Manufacturer narrative:
The user experienced severe hyperglycemia requiring hospitalization while on ilet therapy. Severe hyperglycemia requiring inpatient insulin therapy is consistent with acute metabolic decompensation requiring medical management. Review of available information identified that the user experienced blood glucose values of 498 mg/dl with elevated ketones and persistent hyperglycemia for more than six hours prior to hospitalization. The user reported dizziness, fatigue, and weakness and was transported to the hospital by a family member for treatment. Although separation of the device housing was noted, the user did not report any loss of display functionality, touchscreen responsiveness, or interruption of device operation associated with the event. Engineering log review confirmed that device data corresponding to the reported event date were available and showed no malfunction alerts, no factory reset events, and no motor errors. The ilet was delivering requested insulin and responding appropriately to cgm glucose values. The device has not been returned for evaluation. Based on available information, no device malfunction associated with the reported hyperglycemic event was identified and the cause of the event remains not established. If additional information becomes available, a supplemental MDR will be submitted.

Event description:
On 21-may-2026 it was reported that on (B)(6) 2026 the user experienced hyperglycemia with blood glucose (bg) levels of 498 mg/dl, resulting in hospitalization. The user was admitted on (B)(6) 2026, treated with insulin and IV fluids, and discharged on (B)(6) 2026. No long-term health effects were reported.